Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2014-05773. On 10/21/2014, the patient underwent a trial procedure and received two leads. Later in the day, effective therapy was no longer present due to the leads migrating outside of the patient. The patient's spouse was only able to find one of the leads. In turn, the patient's doctor advised him to clean and apply an adhesive bandage (band-aid) to the incision site.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.